Manufacturer narrative:
No sample has been returned for evaluation for the report of hung up on incision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure the irrigation/aspiration tip was getting hung up on the incision. This has occurred on two patients. Sutures were not required. There was no harm to the patient. This report is for the second patient from this facility.